Event description:
Patient ("pt") is a diabetic with circulation problems in left leg. Pt developed infection in big toe of left foot in early 2006. Physician prescribed a walker boot as part of treatment plan. Pt did not respond to treatment. Physician put left foot in a cast. Pt developed heel ulcer on left foot. Physician removed cast and prescribed walker brace. On (B)(6) 2006, pt purchased subject walker brace and began to use. On (B)(6) 2006 pt noticed new sore on pinky toe of left foot. Physician bridged suspect pressure point in brace with felt pad on (B)(6) 2006. On (B)(6) 2006, pt discontinued use of walker brace and started wearing walker boot. On (B)(6) 2006, pt had pinky toe on left foot amputated. On (B)(6) 2006, pt called fla to complain that walker brace had a pressure point created by a rivet which pt believes led to the sore that necessitated the amputation of toe.

Manufacturer narrative:
Pt returned suspect walker brace to fla on (B)(6) 2006 for evaluation. Fla inspected the rivet reported to be the cause of the pressure point on the patient. Suspect rivet is used to hold chafing strap to boot body and was within specification. Felt pad covering rivet that had been installed by physician was present. The foam/fabric liner that is part of the brace which protects the foot from the rivet was in place and showed no significant abrasion at suspect site. A review of the instructions provided with the walker brace reveal that the brace is indicated for sprains, strains and stable fractures. This product is not indicated for wound healing applications.